Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received while charging the pump and subsequently, pump shutdown due to low battery. The customer reverted to using a portable charger and battery was successfully charged. Customer reloaded the cartridge and resumed insulin delivery. Customer's blood glucose was 75 mg/dl.